Manufacturer narrative:
Initial date rcvd by manufacturer corrected to 07/31/2024.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "unit may require service" again. The unit continues to operate but was removed from the patient an replaced with another. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5. Due to character limit in block e1 initial reporter: (B)(6) , event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they had previously replaced the scroll compressor and motor control board. During a separate service, the unit had its front end board replaced and had the software upgrades to b.17. The issue reoccurred during use, and the fse replaced the drive manifold assembly (d104-00-0031), the pressure transducer cable (d682-00-0091-01), scroll compressor (d119-00-0236), and front end board (d670-00-1164). The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-1164 rev. B, sn (B)(6) pn 0682-00-0091-01 pn 0104-00-0031 rev. G, sn (B)(6) parts were received with a reported failure of an error code 14. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0670-00-1164 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ar. The fat installed pn 0682-00-0091-01 in cardiosave test fixture serial number (B)(6)and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The fat installed pn 0104-00-0031 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the fill manifold test. Sending the manifold to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ar. The fat installed pn 0119-00-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 3 mar 2025. Failure analysis received from the supplier for the part 0670-00-1164. Please see attachment. They stated: fct test: fail at tst shuttle_xducer_gain= 2.09 (expected range: 1.94-2.06) suspected issue: component u93 may be faulty. Root cause for this part is a possible bad u93 component. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The probable root cause of the repeated compressor failures was a defective shuttle transducer, as confirmed by fat. It is plausible that the transducer was operating near the edge of its expected range, and environmental factors such as atmospheric pressure changes may have triggered its failure. Additionally, the presence of silicone grease partially filling the transducer well could have compromised the sensor¿s offset or caused internal damage, further contributing to its malfunction. While these scenarios remain speculative due to the lack of real-time failure data, the fact that no further issues occurred after replacing the transducer strongly supports the conclusion that the defective transducer was the root cause.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 14 (prior compressor failure etf) and iabp may require maintenance message. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date), h6 (component codes).

Event description:
N/a.